Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump was received with cracked battery tube threads, cracked case at the battery tube side, a deep scratched case at the reservoir compartment and dented belt clip rials. No cracked retainer ring or broken retainer ring noted. There are small dents on the retainer ring. The following were noted during visual inspection: minor scratched display window, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump received with an energizer alkaline battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 01-may-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 01-may-2025 in the pump history file and found 2 lostsensor1alert on (B)(6) 2025, 2 lostsensor1alert on (B)(6) 2025, 19 sensorerroralert on (B)(6) 2025, and 1 lostsensor1alert on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Damage- cracked case battery tube confirmed. Damage- damage reservoir tube confirmed. Damage- belt clip damage or missing confirmed (during visual inspection, found dented belt clip rials). Damage-retainer ring damage confirmed (during visual inspection, found small dents on the retainer ring). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the broken pump due to met with an accident. The customer experienced hypoglycemia with blood glucose value of 81 mg/dl. The customer reported hypoglycemia was treated in emergency medical services. The event involved product(s) mmt-1884, mmt-332a, unomedical, mmt-7040a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. Product return for mmt-1884l is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.